Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 3.5x19 mm graftmaster covered stent could not cross the lesion due to the anatomy and was removed. The 2.8x19 mm graftmaster covered stent could not cross the lesion due to the anatomy and was removed. A 2.8x16 mm graftmaster covered stent was used to seal the perforation. The patient is stable and fine. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported failure to advance appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with moderate calcification and moderate tortuosity. The 3.5x19 mm graftmaster covered stent could not cross the lesion due to the anatomy and was removed. The 2.8x19 mm graftmaster covered stent could not cross the lesion due to the anatomy and was removed. A 2.8x16 mm graftmaster covered stent was used to seal the perforation. The patient is stable and fine. There was no clinically significant delay in the procedure. No additional information was provided. Returned device analysis identified that the 3.5x19 mm graftmaster hypotube was separated.